Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint ¿sparking on its own¿. For clarification, the instrument was found to have damage of the conductor wire¿s insulation. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The clevis ear was removed and found damaged to the weld. The instrument passed the electrical continuity test. The conductor cap is cracked and properly seated within the distal clevis. The instrument was found to have thermal damage on the monopolar yaw pulley. Advanced failure analysis reported that the conductor wire's insulation looks like it was pinched and got damaged. Therefore, energy could leak out of the damaged insulation portion and cause thermal damage. A review of the instrument log for the permanent cautery hook instrument (420183-11 / n10171208) associated with this event has been performed. Per the logs, the instrument was last used on 1/29/2019. A site history review was conducted and pr id93344 was found to be related to this complaint. No image or video was provided by the site for review. This complaint is being reported because damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the silicone potting around the conductor wire weld appeared to be lifted. The hook moves in yaw. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's ninth usage and, therefore, had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the permanent cautery hook instrument sparked on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the certified surgical technologist stated that the surgeon was initially dissecting when the spark occurred. The customer inspected the instrument and the cannula prior to use. Electrolube was used on the instrument hook, and the ligasure generator electrical surgical unit (esu) cut setting was at 35 and coag was at 40. Other instruments used during the case were a precise bipolar and a mega needle driver. It was noted that the permanent cautery hook instrument was in use for less than 30 minutes when issue occurred. The certified surgical technologist stated there was no collision with other instruments during the procedure and the monopolar cord was not connected to the bipolar instrument. The customer noted there was no injury to the patient. The permanent cautery hook instrument was removed and replaced. It was indicated the patient has not had any post-surgical complication because of the sparking. The procedure was completed as planned with no patient injury. Information regarding patient demographic, relevant tests, and patient medical history were asked, however the certified surgical technologist stated that she could not provide that information as she cannot access the data base.